Event description:
The user reported that while checking the catheter for a possible replacement a fibrin sheath was found on the proximal tip. The catheter was then replaced for a new one. No harm or injury reported. The user reported that the catheter had been in place for six and a half months. The implantation date provided in this report is an estimate.

Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. The evaluation is in progress. A follow-up report will be submitted when the investigation has been completed.